Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose with blood glucose of 567 mg/dl and 878 mg/dl, current blood glucose was 338 mg/dl. Time and date of hospitalization was (B)(6) 2017. The customer experienced symptoms such as borderline diabetes ketoacidosis. Events leading to hospitalization was just bent cannulas. The customer was treated with syringe. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.